Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Manufacturer narrative:
Date rec'd bymfr : additional information. Outcomes attributed to adverse event: corrected data.

Manufacturer narrative:
Report source: corrected data. Date received by MFR: corrected data . In the initial report submitted on (B)(6)2019 it was indicated that the aware date was (B)(6)2019. However additional information revealed the correct aware date was (B)(6)2019.

Manufacturer narrative:
The patient weight was not provided. Approximate age of device ¿ 4 months 5 days (calculated from most recent implant date to date of event). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient experienced low grade temps and leukocytosis. 1/2 blood cxs from (B)(6) 2018 was reported (B)(6). Vanc/zosyn d/cd and started on nafcillin 2g q4hrs. (B)(6) anginosus bacteremia likely 2/2 infection subcutaneous collection at previous CT site in very close proximity to driveline. Likely driveline infection. On (B)(6)2018 nafcillin dc/d and patient started on cefazolin 2g q8h got (B)(6) and strep anginosis coverage. Incision and drainage of abdominal wall abscess was made on (B)(6) 2018. It was reported that the patient is currently stable, c/w doxycycline 100 mg q12h.